Event description:
Rptr had anterior spinal fusion. Two ray cages were inserted at l5-s1. Rptr has been left with chronic pain, pain with any motion at waist, etc. Rptr has gone on social security disability, and had to give up a professional job. Pain level is increasing and current orthopedist is needing yet another myelogram to try to conclude what the problem is with the cages. The percentage of relief from this device was very high at the time of surgery. Rptr has been told that these cage devices are not turning out to be as successful as once thought. Possible revision of entire fusion may be needed in future.